Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an open reduction internal fixation and revision procedure on (B)(6) 2014 due to a periprosthetic fracture after a patient fall. The femoral stem, modular head and liner were removed and replaced.